Event description:
The operator reported that a sysmex sp-1000i slide preparer-stainer (s/n (B)(4)) had a check stain error message and channel 2 of the slide preparer would not fill. A sysmex field service representative was sent to the customer's location to evaluate the slide preparer-stainer and found that the sysmex sas-100 wright stain solution had overflowed from stain chamber 1-2, through the chamber vacuum trap, through valve 101, through the trap chamber, onto the compressor and then onto the floor. The field service representative found that the stain chamber 2 float switch failed upon refilling of the stain and the trap chamber number 9 assembly failed to stop the stain from going into the compressor. The field service representative replaced the stain chamber and rebuilt the compressor. The site was then cleaned to remove the stain which had overflowed. Verification of the slide preparer-stainer was performed and found to be operating per manufacturer's specifications.

Manufacturer narrative:
The stain chamber 2 float switch failed upon refilling stain. In addition, the trap chamber number 9 assembly failed to stop the stain from going into the compressor, which could have caused combustion of the stain. Once the stain was in the compressor, it transferred to the exhaust chamber of the vacuum side of the compressor. This then sprayed stain into the inside of the compressor to the extent it filled the bottom of the compressor and leaked out onto the floor. The stain used in the slide preparer contains 99% methanol. The msds for methanol indicates the potential toxic health effects of inhalation and describes the methods of personal protection and exposure control to prevent exposure to these health hazards. Because the sysmex sas-100 wright stain solution which is used in the slide preparer contains 99% methanol, it can cause serious and lasting health consequences if handled improperly and the liquid as well as the vapor is flammable.